Event description:
A report was received that the patient was experiencing random shocking sensations that would lead to some discomfort. It was also reported that the patient was unable to charge due to the depth of the ipg. The patient will undergo a pocket revision procedure.